Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had change sensor alarm and calibration not accepted. Customer's blood glucose at time of incident was 6.4mmol/l. Customer had 3 sensor issues over the last 8 days. The customer stated that he got calibrations errors and change sensor alert. The customer found out that there is no electrode in the sensor. The customer stated that the transmitter did not blink when attached to sensor. Customer removed the sensor and using a sensor from other box. Customer doesn't have watertight tester with him and will call back to continue troubleshooting. Customer was advised that 3 sensors will be replaced.